Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 83-year-old patient placed on impella cp support after being admitted through the emergency room with non-st elevated myocardial infarction. While on impella support patient received multiple units of packed red blood cells. A trans-thoracic echo was done and clot compressing right ventricle was found, patient returned to surgery for removal of clot. Impella was weaned and removed. Manual pressure was successfully utilized over a 40min hold.